Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the hcp was in a stage 1. Initially, lead and test cable provided normal impedances. All components were replaced because an impedance issue that came later (lead, test cable, ens, tablet, communicator). Caller cannot run a connectivity check due to a prompt stating that configuration cannot be verified. Caller tried restarting app and session as well has having hcp reset the lead. The issue was not resolved through troubleshooting. Hcp wanted to try a 3rd lead. Caller had to go and ts sent email for sr information. The manufacturer's representative responded that the surgeon was using a to-target cannula and the cannula was not retracted back up by a centimeter to allow the lead to be against the tissue (cannula was covering the lead). This resolved the issue. No patient symptoms were reported.